Event description:
It was reported that when establishing the hip center and then patient neutral position, navio put up error that the ankle center points had been taken inaccurately. The doctor places pins in metaphysic on femur and the patient was very short but doctor has placed bone pins in a similar position with other patients and navio has allowed to proceed. Confirmed that trackers were in appropriate extremities and the correct leg loaded in the system. Adjusted trackers to optimize the visualization field. Recollected ankle center and hip center 4 times and continue to get error and it would not allow to proceed. Adjusted trackers again and camera and logged out and restarted case. Same error, surgeon was frustrated and bailed to s+n manual instruments. No patient injuries or delays reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: the device was used in treatment and case log files and screenshots were returned for evaluation. Device history record review found that the software version (navio 7.0) has been validated. A complaint history review found similar reports, this issue will continue to be monitored. This failure is an identified failure mode within the risk file. The surgical technique guide released at the time of the complaint (pn 500093 reve) provides instructions for addressing error messages on the system, malleoli collection, and tracker placement. Review of the log files confirmed the issue. The femur and tibia trackers were placed in a way that they could become inadvertently crossed upon neutral position collection, causing an inverted orientation of the bone. Therefore, the error was caused by the tracker frame placement. To avoid future occurrences, please review the tracker placement procedure with the surgeon and the impact of the placement on the neutral range collection. No patient injury or adverse reactions resulted and the surgeon was satisfied with the surgical outcome. Therefore, no further medical assessment is warranted at this time.